Manufacturer narrative:
It was reported that during preventive maintenance (pm) done by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had electrical safety test failed. Fse states that there was no ground connection. Fse also states that customer resolved the issue by replacing reel, ac power cord, cee 7/7 "type e/f". Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. No patient involvement.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) had an electrical safety test failure. There was no ground connection. There was no patient involvement.